Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy for an atrial fibrillation with high ventricular rate in the vf zone. The device was reprogrammed. There were no consequences for the patient. The patient condition was good and stable.